Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube break located 20cm distal to the distal strain relief, measured, and multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2019. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75mm x 24mm, target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and non calcified left circumflex artery. A 2.75x24mm promus element drug-eluting stent was advanced but couldn't navigate through the lesion. The procedure was completed with different device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.